Event description:
A report was received that the patient underwent a blood patch for a dura puncture that was sustained during the trial implant procedure. The patient was reportedly doing fine after receiving the blood patch.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#:sc-2218-50e (B)(4) model description:st linear lead, 50cm with pre-loaded 0.014 inch stylet.